Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the distal marginal vessel with heavy tortuosity and mild calcification. The 2.25 x 18 mm xience prime stent delivery system (sds) was advanced to the lesion. During advancement, resistance was noted with the anatomy and the stent dislodged; however, the sds had already crossed the lesion. The stent dislodged distal to the target lesion and a new xience prime stent used to deploy the dislodged stent in the vessel. The patient had a good outcome. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.